Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4.

Event description:
Uunomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion set cannula kinked event on (B)(6) 2024 after 3 hours of insertion. Insertion site was abdomen. Customer regularly rotate site location. The glucose level was 140 mg/dl. Furthermore, customer confirmed the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.